Event description:
It was reported during an ICD follow-up check that the right ventricular thresholds have had documented increases. As a result, the outputs were adjusted to the maximum values since the patient only paces 0.1% of the time. No patient complications have been reported as a result of this event. The lead remains implanted and in use.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.